Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the right ventricular (rv) lead had an increase in pacing threshold. The lead was capped and a new lead was implanted. It was further reported that during the lead replacement, the new attempted rv lead had placement difficulty. The helix would extend but the lead would not stay where it was fixated. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.